Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. While closing the pocket, it was noted that the atrial lead had dislodged. The pocket was reopened and the lead was repositioned. The patient was stable.